Manufacturer narrative:
The service representative inspected the module and performed troubleshooting, however service could not determine a single definitive cause of the discrepant result. No additional discrepant patient results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review (pmr) for architect system was reviewed and did not identify any similar issues related to the architect system. Device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect (B)(6), serial number (B)(6), was identified.

Event description:
The customer observed a falsely increased total bilirubin result generated on the architect c16000 analyzer for one patient. The customer repeated the sample which generated a lower result. The following data was provided: sid (B)(6) processed on (B)(6)2024 initial result = 149.0 umol/l repeated on other architects = 10.9 and 10.8 processed (B)(6) 2024 on original architect (B)(6) = 10.3 umol/l customer reference range = 1.71-20.5 umol/l no impact to patient management was reported.

Event description:
The customer observed a falsely increased total bilirubin result generated on the architect c16000 analyzer for one patient. The customer repeated the sample which generated a lower result. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 149.0 umol/l repeated on other architects = 10.9 and 10.8. Processed on (B)(6) 2024 on original architect (B)(6) = 10.3 umol/l. Customer reference range = 1.71-20.5 umol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.